Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen screen and the buttons were not responding. The customer¿s blood glucose level was 115 mg/dl. Customer reported that the insulin pump was stuck on the medtronic start screen. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No frozen screen anomaly or failed battery test alarms noted during testing.